Event description:
During the initial use of this preprocessed dialyzer, a blood leak was observed approx 10 minutes into the treatment. The dialyzer had passed the preprocessing leak test. The pt experienced minimal blood loss of less than 100 cc.